Event description:
I had electroconvulsive therapy seven times and have had permanent problems. I have a very bad memory; long-term and short-term. I went from being an honor student to having a learning disability. I have problems understanding things now. School has become extremely difficult. I am very limited now on what I can do and comprehend. I am only (B)(6) and it destroyed my life! I have trouble at work as well. I went into the hospital for depression and walked out with much more damage. Other people I talked to in the hospital had bad experiences as well. The hospital was one of the best in the country too. I feel sorry for people that consider this treatment. If anything, there needs to be a limit on age, no one under 30 should do this. By going through with the procedure its really a gamble on whether or not you will become mentally disabled. Also, the doctors should not be allowed to ask people that are at their lowest point if they want the treatment. I was not in the mental shape to make such a decision. A depressed person will do anything to be happy when they are desperate.